Event description:
Surgeon was using the ethicon articulating endoscope linear cutter ets flex 45 to remove/seal the tissue on the appendix. The cutter w/staples misfired. Surgeon tried another ethicon ets linear cutter and that misfired also. Lot#r9331z exp 3-31-2023.